Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Atrial undersensing. Apart from reprogramming the post ventricular blanking period and a sensitivity is there another way to detect all p waves?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
Atrial undersensing. Apart from reprogramming the post ventricular blanking period and a sensitivity is there another way to detect all p waves?